Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Controller. Serial number could not be obtained as patient could not take the battery out. The reason for call was last night patient went to charge the implant and the controller went dead. Patient did not have any charge. Patient's spouse could take the back off and get it up and around the battery a little bit and it came back on and patient was able to charge. The controller was back to normal now. Patient mentioned they did not want it to happen again and asked if battery pack needed to be replaced. Reviewed. No symptoms were reported. Additional information received that the caller met with patient today and stated that for about the last month, they've been having issues recharging ins in that it is taking longer to charge and they are having to charge more frequently. Caller stated when patient was recharging ins, the controller went black, they've had to reset controller and they also received an unknown error code that said something about "battery". Caller stated they would like to rule out external equipment before considering replacing ins. Caller stated that regarding more frequent recharging - patient hasn't changed programming and impedances were fine. Tss reviewed that a replacement recharger would be sent to see if this helps recharging issues. Tss reviewed that if patient isn't charging ins to full (due to difficulty recharging), they would have to charge more frequently. Tss reviewed without change in programming or impedance it wouldn't be expected that there would be a large difference in recharging interval to where the ins would need to be replaced and should be still functioning as intended.

Manufacturer narrative:
Section b1, b2, b5, d6b, h1 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that the device didn't charge one evening and later got it working. Patient called and got appointment. Patient said they were sent a new paddle and needed a new battery in their back. Surgery will be on (B)(6) 2025. The issue was resolved.